Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited on-site and examined the system and confirmed the reported problem. Upon troubleshooting, fse found flex vision pc receives power but does not boot automatically, manual button press is necessary. To resolve the issue, fse replaced the flex vision pc with new hdd and reinstalled os updated grabber card and return the part for further analysis, and the failed component is cmos battery. After replacing the flex vision pc with new hdd, the system was confirmed to be operating normally. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision computer was unable to boot and stalling at 00.00, preventing a full system boot. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.